Manufacturer narrative:
Evaluation of one device. Pmv observed that the cotton swab had disengaged from one of the shafts. No sign of adhesive or sheared cotton swab material was observed on the distal end of that shaft where the swab was affixed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The most probable root cause of the condition maybe due to an inadequate amount of adhesive in affixing cotton tip. A process improvement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The tip of the device came off and fell into the cavity of the patient. It was retrieved by the surgeon using graspers. In order to resolve the issue and complete the case, opened a new device. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of one device. Pmv observed that the cotton swab had disengaged from one of the shafts. No sign of adhesive or sheared cotton swab material was observed on the distal end of that shaft where the swab was affixed. North haven manufacturing engineering confirmed the cotton bud disengaged from the rod upon inspection of the unit. A review of the device history record indicates this product was released meeting all manufacturer's quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The most probable root cause of the condition maybe due to an inadequate amount of adhesive in affixing cotton tip. The product analysis established a relationship between a device failure and the reported incident of instrument broke and component disengaged into cavity - retrieved. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.